Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. The complaint event is not confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided. As there were no patient identifiers, clinic information, or lot information provided by the complainant, a delivery search could not be performed to identify all lot numbers number shipped to the complainant in the three months prior to the occurrence date. Furthermore, a lot history review nor a production lot review could not be performed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
On 28/may/2024, fresenius was made aware of an article, ¿severe thrombocytopenia induced by polysulfone dialyzer membrane use in hemodialysis.¿ in the article, there is documentation of a patient who was admitted to the hospital with severe lactic acidosis and oliguric acute renal failure. The patient was initiated on hemodialysis (hd) utilizing an optiflux (unspecified) polysulfone-based dialyzer. On day one the patient¿s platelet count was 204. On day 8 the platelet count dropped to 61 and then to 29 by day 13. It was suspected that the patient had severe thrombocytopenia due to the use of the polysulfone-based dialyzer. The dialyzer was changed to a cellulose triacetate membrane on day 13. The patient had a workup done to rule out other causes of the thrombocytopenia. Heparin-induced thrombocytopenia (hit) antibody levels and adamts13 ¿also known as von willebrand factor-cleaving protease were within normal range. A peripheral smear did not suggest any microangiopathic process. The patient¿s platelet counts gradually increased to 240 after the change in dialyzers. No further information was provided.

Event description:
On 28/may/2024, fresenius was made aware of an article, ¿severe thrombocytopenia induced by polysulfone dialyzer membrane use in hemodialysis.¿ in the article, there is documentation of a patient who was admitted to the hospital with severe lactic acidosis and oliguric acute renal failure. The patient was initiated on hemodialysis (hd) utilizing an optiflux (unspecified) polysulfone-based dialyzer. On day one the patient¿s platelet count was 204. On day 8 the platelet count dropped to 61 and then to 29 by day 13. It was suspected that the patient had severe thrombocytopenia due to the use of the polysulfone-based dialyzer. The dialyzer was changed to a cellulose triacetate membrane on day 13. The patient had a workup done to rule out other causes of the thrombocytopenia. Heparin-induced thrombocytopenia (hit) antibody levels and adamts13 ¿also known as von willebrand factor-cleaving protease were within normal range. A peripheral smear did not suggest any microangiopathic process. The patient¿s platelet counts gradually increased to 240 after the change in dialyzers. No further information was provided.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, there is a temporal and a likely causal relationship between the optiflux (unspecified) dialyzer, and the patient event of thrombocytopenia as evidenced by the significant platelet decrease after initiation of use. Thrombocytopenia is a potential complication of hd-related treatment which mainly originates with biocompatibility issues and sterilization methods of dialyzer membranes. The patient had testing done to rule out other possible causes of the thrombocytopenia which all showed results within normal range. Once the patient was switched to a cellulose triacetate membrane dialyzer, the platelet counts gradually increased and the patient improved. There is no evidence of an optiflux dialyzer product deficiency or malfunction, but rather a bio-incompatibility between the patient and the membrane material. However, although there is no allegation or evidence of a product malfunction or deficiency the optiflux dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event. Should additional information become available, the need for a clinical investigation will be reassessed.